Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The patient had a medical history of neck surgery. It was reported that the patient came in for a post-operation appointment and stimulation was turned on, but the rep indicated that they were unable to cover the desired area of the right shoulder and ended up covering mostly the left arm. A lack of efficacy was reported. It was indicated that factors that may have contributed to the reported issue was that the doctor was unable to position the lead to the right as they tried during surgery. It was stated the lead was more midline. It was reported that the patient was reprogrammed extensively, and the rep was unable to get exactly what the patient wanted. The rep gave them low density programming that they were going to try for a week and then they stated they¿d try high density if they don¿t get relief. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The rep indicated that they would follow-up for more information. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4)lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead \if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reporting that the physician believed that due to scar tissue it was difficult to place lead in same location where the patient was trialed months before. The patient was seen at pain doctor's office on (B)(4) 2018 for another reprogram appointment. Per pain fellow physician, after an x-ray was done in office, the lead seemed to have moved. Per pain management physician, they will attempt to reposition lead in the near future.  No further complications were reported.